Event description:
It was reported that while the external pulse generator (epg) was connected to a patient with atrioventricular (av) block, the device stopped pacing for five seconds, two separate times. As a result the patient was asystole for a short duration. As a result the epg was returned to the manufacturer for servicing. There were no further patient complications.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found that the attachment ring was missing, the left battery contact was slightly contaminated and both bail covers were cracked. It was also noted that the incoming functional test passed. As a result the unit was cleaned and inspected, a new attachment ring was installed, and both bail covers were replaced. (B)(4).